Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead was found to have a lead fracture which was confirmed after review of an x-ray. At this time the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time the lead remains in service and will not be returned to boston scientific, therefore a root cause can not be determined at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.